Event description:
Customer reported going to the emergency room for treatment of a break in hand after a fall.

Manufacturer narrative:
This is the first serious injury report out of over (B)(4) canes sold. Since being notified of this incident, we have worked with the manufacturer to test canes produced in the same lot and time period as well as current production. These tests involve taking a random selection of canes and then placing 340lbs at the rear of the handles, which is beyond the specification of 250 pounds. This stress testing has not produced any cracking or breakages. We then take a subsection of these canes and test the handles to failure. We have found that the handles will fail/break as reported when 500-600lbs of pressure is applied. We do not believe this constitutes a risk under normal usage. The instructions have always listed a weight limit of 250 lbs. We assume this cane had pressure applied greater than that for which is was labeled. We have received occasional reports of cracking of the plastic handle, but this was out of over a half million canes in use. No testing has been able to demonstrate any product issue when used within specification.